Manufacturer narrative:
Timing link.

Event description:
It was reported by service report that the side rails won't lock in the upright position. No pt involvement or adverse consequences are reported.